Event description:
It was reported that there were concerns this pacemaker's battery was prematurely depleting. In a call to boston scientific technical services (ts) it was noted that the battery longevity projection had changed from 4.5 years remaining to 1.5 years remaining in approximately ten months. This device remains in service. No additional adverse patient effects were reported.